Event description:
It was reported to st. Jude medical that during a follow-up, noise was observed on the electrograms. During the explant of the device, blood was observed in the sensing portion of the rv lead from the connector. The physician decided to explant both lead and device, because he did not believe that this could explain exactly the same noise in the ventricular and atrial channel.